Event description:
It was reported patient was experiencing uncomfortable and shocking sensation around the pocket site. As such, surgical intervention took place where the ipg was replaced, and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected h6 medical device problem code from 1463 to 1574.